Manufacturer narrative:
No missing segment/partial display noted. Device was received with normal operating currents and passed rewind test, self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms or rewind anomaly noted during testing. Device had minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were scratches on the screen of insulin pump and it affects the ability to see the screen. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. The customer stated that the rewind was slower and louder. The device will be returned for analysis.